Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the touchscreen became cracked and is not functional. Customer does not recall how the touchscreen became damaged. The customer's blood glucose was not impacted. The customer reported that manual injections would continue to be used for alternate insulin therapy.